Event description:
It was reported that the display on the insulin pump was blank. The reported blood glucose reading was 24.0 mmol/l. Troubleshooting was performed, but the display could not be restored. Nothing further was reported.

Manufacturer narrative:
The display was blank due to an problem isolated to the liquid crystal display board.